Event description:
It was reported that a minimum fill notification occurred with multiple cartridges from the same lot (lot # w2324694) during the load process. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge from a different lot.